Event description:
Complaint description: a hospital nurse supervisor reported that an image became very dark during an endoscopic retrograde cholangio pancreatography (e.r.c.p.) Procedure. When this occurred during canulation i.e, insertion of a tube into the common bile duct, a nurse quickly requested that the nurse supervisor assist the physician and nursing staff for the remainder of the procedure. In order to get enough light from the duodenoscope to complete the procedure, the nurse supervisor held the light guide tube in an "up" position for about fifteen minutes. For an unknown reason, holding the light guide cable at the angle provided the physician with enough light to complete the procedure. In spite of the delay, the procedure was successfully completed without complications.